Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) was requested to be inspected. No patient was involved.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) was requested to be inspected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. It is observed that crm assembly cover is broken, vertical lines on the lcd display and nothing is visible on it, helium tank key & tightening knob are missing, doppler is missing. Along with crm safety disk needed to be replaced. As the system having less than 60 mins battery backup battery also needed to be replaced, also it is recommended to change 5000 hours pms kit. Repair was not able to be completed as the customer did not provide a response to paid service charge. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, a supplemental report will be submitted.